Manufacturer narrative:
The device was returned to cardiac surgery on (B)(6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4)

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the silicon jaw boot tip on the vasoview hemopro tissue welder cracked and broke off in the pt's leg. The piece was retrieved through the original incision. A new kit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.